Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) . It was reported that patient faced infusions set fell off during use on event on 26-may-2024. No further information available.